Event description:
It was reported that the patient stated that two weeks post inflatable penile prosthesis (ipp) surgery he suffered from severe bleeding (hematoma) in his scrotum and at the surgical site. He required medical treatment and management for six weeks and had to miss work and wages during that period. He stated that the past few months he has not been able to inflate or deflate, and the cylinders are stuck in a constant semi-rigid erection state. He also stated that it is very uncomfortable, and he has to wear certain clothes in public to manage it. He stated he saw his doctor who stated that the cavity in his scrotum closed up prohibiting access to the pump, therefore, it cannot be fixed outside of surgery. He also stated that the only replacement option is a malleable device. Patient stated that he saw another doctor for second opinion, and he was told the same information and confirmed his first doctor recommendation. The patient stated that he was seeking advice and direction from boston scientific before consulting an attorney because he feels that there is wrongful doing. The patient services specialist recommends him to ask for a third opinion, to best understand and evaluate his concern in all possible options.